Event description:
It was reported that tetralogy of fallot repair was being performed using a non-maquet tubing pack. The circuit was primed without issue. Ten minutes into cpb (cardio pulmonary bypass) shortly after cross-clamp went on, air was noted on the middle cerebral artery doppler. Air was also noted in the aortic arch via tee (trans-esophageal echocardiography). No air noted in arterial/venus lines, in the purge line off the arterial filter or the arterial line bubble detector. As a protective measure, the pt was cooled to 18 degrees celsius and went on circulatory arrest. The procedure was completed. Post operatively, pt was found to have blood-tinged urine but transferred to the ICU (intensive care unit) without issues. On pod #3, he began to have respiratory complications and went into cardiopulmonary arrest. He required ECMO (extra corporal membrane oxygenation) and remained on it for several days. He was weaned from ECMO and died about a week later. Head CT (computer tomography) showed global neurological deficits. (B)(4).